Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was not possible as the lot number was not identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges the patient suffered a skin infection. The infection was resolve using IV antibiotic therapy. No additional information available.